Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the top part of the insertion tube separated from the plunger and remained inside. She was able to manually remove the insertion tube and did not seek medical assistance. She is doing fine.